Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The top panel microswitch electrical contact was cleaned, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed that the upper panel was open. This prevented the use of mechanical ventilation. There was no report of patient involvement.